Event description:
New information received indicates that the lead exhibited additional noise oversensing. The patient experienced fatigue. Additional programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed and led to pacing inhibition. The patient was symptomatic due to the oversensing. The physician decided to implant a leadless pacemaker. The chronic system was reprogrammed and left implanted for back-up pacing because the patient was dependent. The patient was stable.